Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure left internal mammary artery (lima) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra catheter. During the procedure, the physician advanced a pod pc through the lantern, which was advanced through the catheter. Subsequently, the lantern and catheter lost placement in the branch vessel. The physician attempted to recannulate the vessel by using the pod pc as a guide (wire), which caused the pod pc to unintentionally detach. Therefore, the pod pc was snared and removed. The procedure was completed using a new pod pc and the same lantern and catheter. There was no report of an adverse effect to the patient.